Event description:
It was reported that high impedance was identified on electrode 7 (11 ,490) of the lead 3778-75 1x8 compact w/o perc 75cm during impedance testing, and a device revision (lead revision) is planned. The affected electrode was programmed around as a troubleshooting step. No other symptoms, complications, adverse events, illnesses, infections, irregularities, or deaths were reported. The patient is alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3778-75, serial/lot #: (B)(6), ubd: 01-aug-2011, UDI#: (B)(4); product ID: 3 778-75, serial/lot #: (B)(6), ubd: 01-aug-2011, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.